Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that since they were implanted they have had problems with ¿slow charging¿. The patient stated they have only been able to charge the device to full battery three times and at the time of the call they thought the implantable neurostimulator (ins) was dead because they were unable to charge it. They stated that when they charge they can be sitting still for 2.5 hours and the ins won¿t fully charge. The patient keeps their stimulation at 2.70v however the device has been off for the last couple days. On the day of the report the patient had muscles spasms in their back which led them to believe their device was dead because they were unable to turn it on. When the patient attempted to charge during the call they were able to see the normal charging screen but had no coupling bars and the battery icon was blink but not incrementing. The patient was able to palpate the device easily and after an antenna locate was able to get 6 coupling bars however after a few minutes they went back down to 0 bars and they saw the ¿reposition antenna¿ screen. The patient then stood up and was able to get four coupling bars. It was reported the patient¿s device was implanted for pain down their leg/sciatic nerve and for muscle spasms underneath their shoulder blades. The patient contacted their manufacturer representative or health care provider (hcp) on (B)(6) 2014 but has not heard anything back yet as of (B)(6) 2014 and still has concerns with their device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.